Event description:
The hcp reported that the patient presented to the emergency room experiencing symptoms of unresponsiveness and vomiting. The patient was started on an unknown new drug several weeks before.